Event description:
A malfunction alarm was reported, with the specific malfunction code "malf 0" appearing. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.